Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump kept alarming no delivery the past two weeks. The insulin pump was stuck in the rewind process and insulin would not go through the tubing. The insulin pump kept alarming no delivery while she was filling the tubing. Customer's blood glucose level was not reported. The alarm was caused by an infusion set and reservoir connection. The customer was advised that the device would be replaced and agreed to return the product for analysis.